Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and haemorrhagic ovarian cyst ('other injury(ies) or complication(s) please describe: small right hemorrhagic ovarian cyst') in a 26-year-old female patient who had essure (batch no. 678822) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and adenoidectomy. Previously administered products included for contraception: iud from 2006 to (B)(6) 2007. Concurrent conditions included abdominal pain, back pain and infection nos. Concomitant products included sumatriptan since (B)(6) 2008 for migraine and headache as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2009, codeine since (B)(6) 2009 and ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety and mental anguish"). On (B)(6) 2015, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), 5 years 3 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient underwent endometriosis ablation ("fulgaration of endometriosis"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, haemorrhagic ovarian cyst, pelvic pain, dyspareunia, endometriosis ablation, migraine, headache, nausea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, endometriosis ablation, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.; in (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, headaches, nausea, migraine, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") in a 26 year-old female patient who had essure inserted (lot no. 678822) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenoidectomy and tonsillectomy. Previously administered products included: iud nos for contraception. Concurrent conditions were listed as infection nos, back pain and abdominal pain. Concomitant products included fioricet (butalbital;caffeine;paracetamol) since (B)(6)2009, codeine since december 2009, ibuprofen since december 2009 and sumatriptan for migraine and headache since (B)(6)2008. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety and mental anguish"). On (B)(6)2015 she experienced haemorrhagic ovarian cyst ("other injury(ies) or complication(s) please describe: small right hemorrhagic ovarian cyst"). In (B)(6)2015 she experienced pelvic pain ("physical pain/ pain pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). Essure was removed on (B)(6)2019. An unknown time later she underwent endometriosis ablation ("fulgaration of endometriosis"). The patient was treated with surgery (ablation / essure removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered anxiety, depression, dyspareunia, endometriosis ablation, haemorrhagic ovarian cyst, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in february 2010: total bilateral occlusion; (date unknown): confirmed that the essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, headaches, nausea, migraine, dyspareunia". Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pfs received : lawyer reporter added, product start date stop date and action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and haemorrhagic ovarian cyst ('other injury(ies) or complication(s) please describe: small right hemorrhagic ovarian cyst') in a (B)(6) year-old female patient who had essure (batch no. 678822) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and adenoidectomy. Previously administered products included for contraception: iud from 2006 to (B)(6) 2007. Concurrent conditions included abdominal pain, back pain and infection nos. Concomitant products included sumatriptan since (B)(6) 2008 for migraine and headache as well as butalbital;caffeine; paracetamol (fioricet) since (B)(6) 2009, codeine since (B)(6) 2009 and ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2015, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), 5 years 3 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced endometriosis ("fulguration of endometriosis"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, haemorrhagic ovarian cyst, pelvic pain, dyspareunia, endometriosis, migraine, headache, nausea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, endometriosis, haemorrhagic ovarian cyst, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.; in (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, headaches, nausea, migraine, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- ablation, small right hemorrhagic ovarian cyst, dyspareunia (painful sexual intercourse), fulguration of endometriosis, migraines, headaches, nausea, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish. Reporter information, medical history, concomitant drug, events onset date, essure insertion date were added. Device category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.